Event description:
It was reported that this right ventricular (rv) lead exhibited a single shock impedance measurement of 0 ohms. Technical services (ts) requested a save to disk for engineering review and in-clinic lead integrity testing. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a single shock impedance measurement of 0 ohms. Technical services (ts) requested a save to disk for engineering review and in-clinic lead integrity testing. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service. Additional information: after reviewing available device data, ts confirmed there was a singular instance of a 0 ohm shock impedance measurement. However, daily impedance measurements both before and after this event have been stable and within a normal range. At this time, the patient has not been brought in for in-clinic follow up as the hospital has been converted to a covid hospital. Therefore, no changes have been made to date, programming or otherwise.